Event description:
It was reported to olympus, that the evis exera ii ultrasound gastrovideoscope acoustic lens transductor was damaged. Inspection and testing of the returned device found that there was a deep cut/lifting part on the probe unit that reached to the hard part under the pink probe coating. It was also noted that the acoustic lens had a scratch which reached the glue layer. There were no reports of patient harm associated with this event. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned for evaluation and the customers allegation was confirmed. It was noted that the up/down knob could not be locked securely due to wear of the forceps elevator lever and charge coupled device unit cable had a limited length for repair. The adhesive around the objective lens had wear and the adhesive around the light guide lens had a crack. The connection between the bending section and connecting tube could not be secured due deformation of the bending tube and the universal cord had buckling. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to g3. G3 - correction to g3 of the initial medwatch as the aware date should be 06-oct-2023. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the specific root cause could not be determined at this time. Olympus will continue to monitor field performance for this device.